Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead the patient had a pericardial perforation. The patient was intubated and had an echocardiogram and stabilized. The rv lead is still in use. No further patient complications have been reported as a result of this event.